Manufacturer narrative:
Correction to d4 - catalog # and d4 - unique identifier (UDI) #.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the vibra-alarm and the acoustic alert in the infusion device were too quiet. Vibration and the acoustic alert worked in the self-test, but with less intensity.